Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that perforation had occurred and the filter was tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that perforation had occurred, and the filter was tilted. No further patient complications were reported. It was further reported that on (B)(6) 2011 the patient was admitted for placement of inferior vena cava filter. Vascular access was gained via a femoral approach and the greenfield filter was placed in position at the l2-l3 and deployed below the renal veins. The sutures were placed at the exit site and the position was conformed with fluoroscopy for stability and it remained at l3. The patient was in stable condition post procedure. On (B)(6) 2018 the patient underwent CT of the abdomen without contrast. Findings revealed that the filter was placed within the inferior vena cava. The ivc filter tip is located immediately below the right renal vein. The right renal vein is lower than the left. The filter is tilted approximately 12 degrees. The tip of the filter lies along the posterior wall of the ivc. The filter struts indent the wall of the ivc without a fat plane seen between the distal ends of the filter struts and the ivc wall to suggest ivc perforation. No strut fracture or migration is seen.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2011. On an unknown date it was noted that perforation had occurred and the filter was tilted. No further patient complications were reported.